Event description:
It was reported a balloon developed a leak on the first inflation during post dilation of an iliac stent. Upon withdrawal, resistance was encountered and the distal segment of the balloon material detached in the pt, remaining on the guidewire. Retrieval of the detached balloon segment utilizing a snare was uneventful. Another balloon catheter was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilation of a stent may result in contact with a surface that could damage the balloon material. Follow up revealed resistance was encountered upon removal of this balloon catheter through the introducer sheath. It was also indicated that this balloon was inflated without the benefit of a pressure gauge. Co believes these factors may have contributed to this event. However, until the engineering evaluation is completed co is unable to determine the exact cause for this event. Co's directions for use state: "medi-tech balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries... Any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... It is essential that an inflation device with pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product...inflation in excess of rated burst pressure may cause balloon to rupture."

Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was received, evaluated and retained by this MFR. The engineering evaluation revealed the distal portion of the balloon, approx 3.3 centimeters, was detached and not returned for evaluation. The tear was circumferential with a slightly jagged edge. Chatter marks were located near the tear. No damage was noted to the proximal bond. The distal bond was not present on the catheter shaft and not returned for evalaution. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface, and our follow up indicated this balloon was used to dilate a stent. Co believes these factors may have contributed to this event and do not attribute it to the device.